Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Following the information provided the pump's mains lead was on the floor with damaged wires. The nurse picked it up and got an electric shock. The pump involved in the incident was non arjo pump that was used with arjo bed (citadel plus).

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-may-23 arjo was notified about the incident involving citadel plus bed that was used with non-arjo system (pump and mattress). Following the information provided the nurse found damaged pump's mains lead lying on the floor. She decided to pick it up, while doing so she received an electric shock. There was no hospitalization needed. The nurse did not go to the emergency room. After receiving the communication about the event occurrence, arjo service technician was dispatched to conduct the bed's inspection with regards to the alleged issue. Upon his arrival the pump and bed had already been taken out of the ward and put in the hospital corridor. The visual evaluation revealed that the mains lead has been totally ripped out from the pump. However as the mains lead has been thrown away by the facility staff (only the plug was left in the pump), further visual inspection was not possible. The bed's electrical functions were checked and confirmed to be working correctly, according to the manufacturer's specification. Although the several attempts were made in order to gather additional information concerning the circumstances of the incident and outcome for the nurse, no more information was revealed. In arjo technician opinion the mains lead was accidentally pulled out from pump by facility staff e.g. Due to foot end section of the bed (the side of the bed the pump was fitted to) being raised forcing the mains lead to shear off at its plug. This hypothesis however was not confirmed by the involved customer facility. It needs to be emphasized that 100% manufactured citadel plus beds are checked during quality inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. In summary, the complaint was decided to be reportable to competent authority due to the allegation of electric shock received by the nurse. It remained unknown if arjo medical bed was being used for patient care at the time non-arjo pump failed to operate. Upon the conducted investigation and bed's inspection done by the arjo representative (which results confirmed the bed was working adequately), arjo device played a role in the reported scenario however did not cause or contribute to the electric shock. Looking at the post surveillance data, this complaint is considered to be a single, isolated event, no similar scenario has been reported.